Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced no audio output from the receiver and an adverse event. The patient had initially called into dexcom for troubleshooting on his g5 system and stated that the alerts were not working. During the troubleshooting, the patient became incoherent and unresponsive. Patient stated he was low multiple times and that his blood glucose was at 40mg/dl. The patient was asked if he needed emergency services and he answered yes. 911 was called and the operator was informed that out-of-state emergency medical services (ems) were needed. The operator contacted local ems. Dexcom representative stayed on the line with the patient and confirmed that ems arrived at 4:07 est. Ems checked the patient's blood sugar and confirmed it was at 43mg/dl at 4:10est and 44mg/dl at 4:11est. The patient was treated with 24mg of oral glucose. The patient declined transportation to the hospital and ems assisted the patient him making himself a peanut butter sandwich. Patient eventually stabilized. No additional event or patient information is available. No product or data was returned for investigation. The reported event of no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.